Event description:
This event was reported as ring explanted after one month due to an unknown reason. The info came through the implant data card. From the hosp no pt info given out from surgeons office due to hippa. No further info was provided.